Event description:
The tps micro driver was sent for eval, and during quality investigation the service tech found it to be running in safe mode. There was no pt involvement, and no adverse consequences associated with the device.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device. The event occurred during stryker service inspection, no comment to duplicate.